Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuos and moderately calcified left anterior descending artery. After a plain old balloon angioplasty was performed, a 2.75 x 24 synergy drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were lifted. The procedure was completed with a 3.00x20mm synergy stent. No patient complications were reported.